Event description:
A complaint was received from a customer that stated customer received a result of 541 mg/dl on customer's elite system. Customer reportedly went to the hospital because of that high reading and a repeat test gave a result of 98 mg/dl (method unknown). When the customer received the higher result customer did have symptoms of hyperglycemia -- dry mouth shaky etc. While on the phone a review of the system was conducted. The customer did not have the requisite supplies to complete the evaluation. The customer did do a blood sugar test and received a very typical results. The necessary supplies were being sent to the customer for follow-up.